Event description:
Patient initiated onto dialysis treatment without incidents 120 minutes into treatment, patient complained of "chills". Temp. Icreased from 96.8 to 98.6 f. Physician was notified. Blood cultures and pyrogen testing done (both negative). Treatment was discontinued and patient was discharged to home. Manual/formaldehyde.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.